Event description:
Initial result for a patient potassium was 4.2 mmol/ml. When repeated, the result was 3.6 mmol/ml. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.